Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 107 mg/dl when they got up from their char and fell. The patient¿s son called 911 and when the paramedics arrived, the checked the patient¿s blood sugar and the bg meter was displaying 60 mg/dl. The patient was treated with orange juice and at the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported allegation falls within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.